Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio iq meter was reading inaccurately high. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed the alleged issue began on (B)(6) 2013 at approximately 7pm. He tested on the subject meter and observed a value of ¿239mg/dl¿ and tested on another meter (accuchek) 1 minute later and observed a value of ¿159mg/dl.¿ based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/ or <=30 mg/dl. Earlier that day at noon, he reported that he tested with the subject meter and obtained a value of ¿250mg/dl¿ and tested 1 minute later on an accuchek and obtained ¿187mg/dl.¿ the patient manages his diabetes with insulin (self adjusting) and denied taking any action regarding his usual diabetes management routine in response to the alleged issue. The patient did not develop any symptoms of high or low blood glucose. He stated he was treated with 2 units of novorapid insulin at approximately 7:05pm by a home health/visiting nurse. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. The subject test strips were unexpired and stored correctly. A control solution test was not performed because the patient did not have any control solution available. The subject products are pending return for investigation. There is no indication that the product caused or contributed to a serious injury. The patient did not develop symptoms of hyperglycemia or hypoglycemia and the form of treatment administered by the health care professional correlated with the results obtained on the subject device. However, this complaint is being reported because the alleged product did not meet lfs¿ criteria for accuracy when compared to another meter.

Manufacturer narrative:
Follow-up # 1 ¿ (07/23/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 7/17/2013 and 7/18/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (10/09/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 8/20/2013 and 10/1/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.